Event description:
Or staff report during procedure the ethicon endo-surgery linear cutter misfired on the 6th staple. Device removed from field and a second device obtained which worked appropriately. No injury to patient.